Manufacturer narrative:
Product complaint # (B)(4). G4: no 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the cement in question was used in the surgery via tka. After the surgery, it was found out that the cement had expired at the end of april. The hospital had previously stocked two as depository inventory. The hospital has a form of replenishment after use, and the current use was replenished in august or november 2021. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, nor photographs were provided. However based on the event description, device and other information provided, the reported allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the DHR has confirmed that there were no process issues documented that could contribute to the event described.